Event description:
It was reported that a patient underwent bilateral total knee replacements. Approximately four years and four months post implantation, the patient presented with generalized pain and swelling of the right knee. Subsequently, the patient underwent revision surgery of the articular surface during which a synovectomy was performed. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) narrow right size 11: catalog#: 42500007002, lot#: 63218099; tibia cemented 5 degree stemmed right size f: catalog#: 42532007502, lot#: 64113580; stem extension tapered cemented 14 mm diameter +30 mm length: catalog#: 42557000114, lot#: 64359049; all-poly patella cemented 35 mm diameter: catalog#4: 2540200035, lot#: 64270420; optip 80 refob plus bone cmt-3: catalog#: 4722502117-3, lot#: 808aa09228. Report source: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral rom was 0-140. The op notes provided were incomplete and further information was unavailable. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.